Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for non-malignant pain. It was reported that patient wanted to get their device checked. They were unable to charge their implant and the implant was not holding a charge. They've tried resetting it but that didn't resolve the issue. Patient also mentioned since being implanted, recharging the implant had been taking a long time to charge. It would take up to 4-5 hours and it seemed to be stubborn. They couldn't move or else the couple boxes would be lost. Furthermore, the implant was not taking away 100% of the pain. No further complications were reported. (Please refer to (B)(4) for event pertaining to trial power surge).